Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple vad disconnect alarms, an electrical fault alarm, and a vad stopped alarm. The vad disconnection alarms can be attributed to a driveline disconnect. The electrical fault alarm can be attributed to a failure of the pump to restart. The failure of the pump to restart resulted in a vad stopped alarm. Analysis of the device could not be performed since the device was not returned for evaluation the most likely root cause of the reported event can be attributed to the vad's failure to start. Heartware has opened an internal investigation to evaluate pumps that are unable to restart. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by a medical personnel that the patient's controller had a "vad stop alarm" with single stator failure to start. Outcome of the patient is unknown. No other information was reported. Follow up sent to obtain more information and investigation is ongoing.